Event description:
Cuff check was conducted prior to use and no problem was found. However, air leakage was found after intubation. Therefore, cuff check was conducted again. Then, air leakage was found from both tracheal and bronchial cuff. There was no problem with the intubation.